Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Due to patient privacy laws, the account declined to provide any additional information related to the patient outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. In addition, this document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. G, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to right ventricle (rv) rupture during a revision of a severe sternum infection. The patient suffered from a severe sternum infection. During a surgical revision of the wound cause for relief of massive suppurative focus the rv ruptured, following bleeding was untreatable. The device operated as expected. The outcome was not considered to be device or therapy related. An autopsy was not performed.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2343 hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.